Manufacturer narrative:
Product complaint #(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombus removal to the intracranial artery, a 132cm embovac 71 aspiration. Catheter (ic71132ca, 30555840) was used. The lesion was recanalized without any problems, but when the embovac was taken out from the y-connector, the tip coil was stretched and there was a hole. The physician commented that the complaint device might have been caught by y-connector and it made the complaint device stretch. If the condition occurred at the time of delivery, the lesion would not have been reopened. The sales rep explained again that the introducer sheath can be used. A continuous flush was done. There was no patient injury reported. Additional information received indicated that there was no resistance reported. No additional intervention was needed to remove the device from the patient. No excessive force was used with the device. There was no prolongation of the procedure due to the event. A non-sterile 132cm embovac 71 asp. Catheter was received for analysis. Device was inspected, and braided mesh was found with compressed and stretched sections. Tip was observed compressed and a kink at the shaft was observed at 47 3/8 inches from proximal end. The ID and od from the device was measured and was found within specification. Distal ID could not be measured due distal tip is compressed. Additionally, microscopic analysis was performed, and braided mesh was observed stretched, polymer coating was found damaged with exposed braided mesh at 50 3/8 and 53 inches from proximal. No other damages or anomalies were observed. A manufacturing record evaluation was performed for the finished device 30555840 number, and no non-conformances related to the malfunction were identified. Cerenovus conducted a failure analysis of the returned device. The visual analysis of the returned sample revealed that braided mesh was compressed and stretched in several sections. Tip was observed compressed and a kink at distal shaft was observed. Hub ID and od of the non-damaged sections of the device were found to be within specifications. ID of the distal tip of the device could not be measured due it was compressed. Additionally, microscopic analysis was performed. Sections of polymer coating were torn with braided mesh exposed and stretched. The damages described above could be the result of the maneuvering during the procedure. According to the reported event, complaint device might have been caught by y-connector. Therefore, the customer complaint was confirmed. A manufacturing record evaluation (mre) was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following precaution: exercise care in handling the embovac catheter to reduce the chance of accidental damage. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that there was no resistance reported. No additional intervention was needed to remove the device from the patient. No excessive force was used with the device. There was no prolongation of the procedure due to the event. Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombus removal to the intracranial artery, a 132cm embovac 71 aspiration. Catheter (ic71132ca, 30555840) was used. The lesion was recanalized without any problems, but when the embovac was taken out from the y-connector, the tip coil was stretched and there was a hole. The physician commented that the complaint device might have been caught by y-connector and it made the complaint device stretch. If the condition occurred at the time of delivery, the lesion would not have been reopened. The sales rep explained again that the introducer sheath can be used. A continuous flush was done. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.